Manufacturer narrative:
Device received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had a critical pump error. The blood glucose was unknown at the time of the incident. Customer reported that, they received a critical pump error image on the pump screen. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.